Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the they were at the end of peritoneal dialysis (pd) treatment and had already disconnected when the screen went blank on their liberty select cycler. The patient turned the cycler off for some time and the screen was still blank, however the ¿ok¿ and ¿stop¿ keys lit up. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would use continuous ambulatory peritoneal dialysis (capd) treatment. Upon follow up with the patient, it was confirmed that manual treatment was used. The patient received their new cycler and did not experience any adverse events or require medical intervention related to the reported event. The cycler was returned to the manufacturer for physical evaluation. Upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.